Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation, electrode belt was unable to communicate with a monitor. The root cause for the failure was j702 was broken off from the distribution node pca. The root cause for the damaged j702 was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.